Manufacturer narrative:
Device evaluated by MFR.: a mustang 7 x 4,20 atm, 75cm,was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The rated burst pressure for this device is 20 atmospheres as per mustang specification.the returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal from the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis. E1- initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and that the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and that the patient status was good.